Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 1. 3005168196-2016-00397 .

Event description:
The patient was undergoing a a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, while accessing the arterial access point, the cat6 broke off in the sheath, this in turn caused the sep6 to unravel. The cat6 and sep6 were removed from the patient and the procedure was completed using another manufacturer''s machine. There was no report of an adverse effect to the patient.